Manufacturer narrative:
(B)(4). Product analysis: the product was retained by the hospital and not returned; therefore, no product analysis could be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned at a 4 mm depth but upon release, the valve moved ventricular to a depth of approximately 7-8 mm. A transesophageal echocardiogram (tee) was performed and no paravalvular leak (pvl) or mitral impingement was noted. Therefore, no treatment was planned. Approximately one-month post-implant, after the patient presented with heart failure and a transthoracic echocardiogram (tte) showed the valve had migrated further into the left ventricular outflow tract (lvot) causing mitral stenosis due to interaction with the anterior mitral leaflet and mild-moderate paravalvular leak (pvl), it was decided to attempt to snare the valve. Upon pulling the valve back with a double snare technique, the valve moved supra-annular resulting in severe pvl which was presumed to be due to a damaged leaflet. The valve was pulled into the ascending aorta. The procedure was converted to surgical aortic valve replacement and the valve was explanted. No further adverse patient effects were reported.